Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative (rep) regarding a patient receiving 500mcg/ml of baclofen at 3 mcg/day via an implantable pump for intractable spasticity. It was reported the patient's pump was alarming on (B)(6) 2019 after the patient had a magnetic resonance imaging procedure (MRI). The patient told their doctor that after the MRI his pump started to alarm every 10 minutes. The patient told the rep that the alarm was two toned. The patient was currently out of state and had left right after this MRI. The pump had not been interrogated at the time of the report on (B)(6) 2019, but the pump continued to alarm. The patient was going to try to come back and see their physician on (B)(6) 2019. The issue was unresolved. It was reported that the patient was not symptomatic because he was on a very low dose of baclofen. The pump was programmed to minimum rate. The patient's status was provided as alive - no injury. Additional information was received the following day, (B)(6) 2019. A motor stall was seen upon initial interrogation following the MRI. The logs were read and a recovery had not occurred. The rep could not perform troubleshooting at the time of the call due to lack of access to the product. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the pump logs were provided from 2019-jul-21 which showed a motor stall occurred on (B)(6) 2019 at 12:50 pm and recovered on (B)(6) 2019 at 1:58 pm. It was confirmed this motor stall and recovery was due to an MRI. Another motor stall occurred on (B)(6) 2019 at 6:04pm and recovered on (B)(6) 2019 at 8:30 am. It was noted the pump had already recovered when the pump was interrogated. The plan was to meet with patient on (B)(6) 2019, day before scheduled MRI, and remove baclofen from the pump and clear the catheter. The pump would be refilled with normal saline and infuse at a faster rate than minimum rate, hoping this would prevent such a long motor stall. The plan was at some point patient would have pump removed as the patient no longer needed to be on continuous baclofen for spasticity. The patient would continue to have routine mris to monitor condition and pump would no longer be a concern. No further complications were reported or anticipated.